Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward and the cannula was visible; indicating the needle mechanism did not function as intended. The patient reported the cannula was bent and did not properly insert in the infusion site. The pod was worn for between 5 and 24 hours. No adverse patient impact was reported.